Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message on the programmer was displayed indicating a potential battery depletion and an invalid memory content. The pacemakers memory content was analyzed confirming this observation. The ability of the device to deliver therapies was verified revealing that no anti-bradycardia therapy functionality was present. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent thorough investigations of the electronic module revealed a damaged capacitor resulting in the clinical observation. In summary, a damaged capacitor was identified during analysis leading to the clinical observation. However, the manufacturing records document a normal device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
According to physician complaint the device reach eol in short period.